Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on the same day the sensor was inserted, they had bad skin irritation, a rash, and scar tissue. There was no report of medical intervention and no details provided regarding how long the scar tissue remained after the sensor was removed. No additional patient or event information is available.